Event description:
It was reported that this implantable pacemaker exhibited undersensing on the right atrial channel. No changes were performed. This device remains in service. No further adverse patient effects were reported.